Event description:
Adverse event(s): "corneal melting" (corneal disorder): "choroidal detachment" (detached retina); "chamber collapse" (collapse). Product problem(s): "no product problem reported" (no known device problem). A surgeon reported an uncomplicated phacoemulsification surgery was done. Due to safety considerations (lagophthalmos), a suture was placed. On post op day two, the suture was noted to have come loose in a wad of melted corneal tissue with a leak. The defect seemed to slowly close after using a bandage contact lens, but due to a choroidal detachment, a restore of the shallowed anterior chamber was needed on day 5, with additional sutures. On post op day 7, the intraocular pressure was again too low due to additional corneal melting in the superior part of the incision and a repeat choroidal detachment. A scleral patch with conjunctival over-sewing and lateral tarsorraphy were performed. A few days later, there was again massive hypotony with a very shallow anterior chamber. The pt was then referred to another facility where the scleral patch was removed and conjunctiva was again over-sewn. On follow-up, the surgeon reported topical use of non-steroidal anti-inflammatory drops can contribute to corneal melting and was stopped immediately. Facial palsy with exposure could have contributed to the events/progressive worsening.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4). Corneal disorder. (B)(4). (B)(4).